Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an open repair of a recurrent incisional/ ventral hernia repair on (B)(6) 2011 and mesh was used. The patient developed a seroma on an unknown date and underwent drainage procedure. Additional information has been requested.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an open repair of a recurrent incisional/ ventral hernia repair on (B)(6) 2011 and mesh was used. The patient developed a seroma at the low end of the incision on an unknown date. There was no surgical intervention. The treatment was wound dressings.